Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombus occurred. Target lesion 1 and 2 were located in the right coronary artery (rca). Target lesion 1 was 99% stenosed, the reference vessel diameter was 4mm and the lesion length was 20mm. Direct stenting was not attempted. A 4.00x24mm liberte stent was implanted. An additional procedure was performed in target lesion 1. A fresh thrombus was discovered and treated by thrombus aspiration. Residual stenosis was 0%. Target lesion 2 was 80% stenosed, the reference vessel diameter was 4mm and the lesion length was 12mm. A 4.00x12mmliberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged five days after the index procedure without angina or silent ischemia. The patient was discharged with the following medications: asa 100mg/per day, for 6 months and clopidogrel 75 mg/day for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.